Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulsed field ablation (pfa) procedure a farawave was selected for use. The left pulmonary veins were mapped and ablated successfully. Then, the physician moved to the right superior pulmonary vein (rspv) and had some difficulties, the guidewire got into the pericardium and it was observed that the blood pressure dropped. Transophageal echo was performed and blood in the pericardium was observed. A pericardiocentesis was performed, but draining was not enough so the patient was taken to cardiac surgery to solve the issue. A wound was observed on the anterior roof, close to the rspv. The patient was put on extracorporeal membrane oxygenation (ECMO). The patient was kept for observation, and it's expected to recover. The devices will not be returned as they were disposed. It was further reported that two non-boston scientific devices were used for transeptal puncture. It was observed that the catheter was in an unusual position/orientation on the mapping system. A cardiac massage was performed by the entire medical team before the drainage was performed, while a transthoracic echo confirmed a significant pericardial effusion. The patient has expired.